Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was used in a transurethral lithotripsy procedure. The patient was reported to be a male over 18 years of age. (Patient date of birth, age at time of event, and weight are unknown) according to the complainant, the sheath from the gemini stone retrieval paired wire helical basket peeled off and detached from the device. There were reportedly many stones in the ureter. They suspected that the sheath got caught on a stone and it peeled. The sheath fragment was removed from the patient with another forceps device. The procedure was completed with another gemini stone retrieval paired wire helical basket. There were no reported patient complications and the patient condition is good. Attempts to obtain additional information regarding the event were unsuccessful.

Manufacturer narrative:
Result - gemini stone retrieval paired wire helical basket. Analysis of the returned gemini stone retrieval paired wire helical basket revealed that the device sheath was torn. The outer sheath was torn on the distal end, and a fragment of the distal end was detached. The detached fragment was returned. Since the distal end of the outer sheath detached, there was not enough sheath length left to fully cover the basket; the basket could not be closed. The basket was bent. Most likely, the distal end of the outer sheath was torn off by interaction with a sharper object during the procedure. Therefore, the most probable root cause for this complaint is operational/physiological context.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was used in a transurethral lithotripsy procedure. The patient was reported to be a male over 18 years of age. (Patient date of birth, age at time of event, and weight are unknown) according to the complainant, the sheath from the gemini stone retrieval paired wire helical basket peeled off and detached from the device. There were reportedly many stones in the ureter. They suspected that the sheath got caught on a stone and it peeled. The sheath fragment was removed from the patient with another forceps device. The procedure was completed with another gemini stone retrieval paired wire helical basket. There were no reported patient complications and the patient condition is good. Attempts to obtain additional information regarding the event were unsuccessful.